Manufacturer narrative:
The field service engineer (fse) discovered pinch valve pv43 tubing had a pin hole which caused the fluid leak. The fse replaced the tubing at pv43 and resolved the fluid leak issue. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported fluid leaked outside the coulter lh 500 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.